Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were changing sensor because it timed out and the gold metal kind of thing, little plastic part did not come out. The customer blood glucose level was 137 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.